Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device shut off and would not power back on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.